Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Ablation was inadvertently performed on the left atrial appendage. The patient became hypotensive and eventually converted into asystole, for which cardio pulmonary resuscitation was administered. Fluoroscopy and an echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient. The procedure continued with no further issues. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.